Manufacturer narrative:
Additional information was received on 4/7/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 4/20/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold in the posterior view. Measuring approximately 0.2 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number: (B)(4). It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 300cc mentor smooth round moderate profile breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2019.